Event description:
Per patient he had the synvisc one injections last tuesday in bilateral shoulders and currently has more pain in his shoulders than he did before the procedure. Dose or amount: synvisc one. Frequency: 48 mg. Route: intraarticularly. Is the product compounded: no. Is the product over-the-counter: no.